Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 521mg/dl and 166 mg/dl. No quality controls were run. No adverse event reported. A request was made for the return of the suspect product, and a replacement was sent.